Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, and right side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085541 that a female patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and was presented with generalized illness (cardiac arrhythmia, numb feet/hands, migraines, alarming decline in brain functioning, intermittent difficulties getting enough breath, extreme inflammation, buzzing ears, sluggish bowels, food sensitivities, breast pain, and pain in armpits), and right side breast implant rupture. As a result, the patient had the devices removed on (B)(6) 2019. This report is for the patient¿s right-sided device.